Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
It was reported that patient's left hip was revised due to dislocation. The head dislocated from the liner as a result of the proximal body disassociating from the plasma stem and pulling the head out of the liner. Patient had been performing a non-compliant activity (bending over) when dislocation/ disassociation occurred. Surgeon reported he was unsure if the disassociation occurred because of surgeon error or device failure of the locking mechanism. Rep noted that during implantation, surgeon did not use torque wrench, but applied force by free-hand tightening the locking mechanism. A biolox ceramic head and restoration proximal body were revised to the same catalog numbers of different lot codes as the surgeon decided not to re-implant the revised devices.

Manufacturer narrative:
An event regarding disassociation and loosening involving a restoration modular body was reported. The event was not confirmed. Method & results: -product evaluation and results: the material analysis report concluded the following: damages were observed on the cone body, consistent with the explantation process and services of the devices in situ. A circumferential metal transfer ring was observed at the proximal end of the taper, indicating proper seating between the head taper and stem trunnion. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to dislocation. The head dislocated from the liner as a result of the proximal body disassociating from the plasma stem and pulling the head out of the liner. Patient had been performing a non-compliant activity (bending over) when dislocation/ disassociation occurred. Surgeon reported he was unsure if the disassociation occurred because of surgeon error or device failure of the locking mechanism. Rep noted that during implantation, surgeon did not use torque wrench, but applied force by free-hand tightening the locking mechanism. A biolox ceramic head and restoration proximal body were revised to the same catalog numbers of different lot codes as the surgeon decided not to re-implant the revised devices.